Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a c-file broke during a root canal procedure. The file could not be retrieved and was incorporated into the filling.